Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty in breathing and a device check was completed. It was observed that the atrial lead position check had failed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.